Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2011 and cardiovascular event and subsequently expired on or about (B)(6) 2013 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same pt involving two separate products; associated mdrs numbers 1225714-2013-03693, 03694, 03695, 03696.